Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 194 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.